Event description:
It was reported that the insulin pump was randomly beeping without displaying an alarm message. Nothing further was reported.

Manufacturer narrative:
The display goes blank followed by an unexpected audio alarm due to a problem isolated to the liquid crystal display board.